Event description:
It was reported that a leak occurred during the priming for extracorporeal membrane oxygenation (ECMO) therapy. The leak was reportedly coming from the red stopcock and tubing on the ¿blood-out circuit short¿. The immediate action taken by the customer was to replace the xlung kit with a different one. Upon follow-up, it was confirmed there was no patient involvement. The leak did not result in any patient adverse effects or injury, and no medical intervention was required. No photos were provided of the leak. The sample was returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The investigation of the returned sample showed that this is a known issue. It was noticed that the venting line at the recirculation port was not attached. It was also not found in the tray. This line is the only one in the kit with a red three-way stopcock. Most likely, the luer lock positive adapter of the venting line was broken at the port of the oxygenator (recirculation port), causing the described leakage. Since the damaged component is a purchased part, the manufacturer was informed. Improvements have already been implemented to avoid this defect in the future. This batch was produced before implementation of these improvements. The manufacturing records were reviewed, and no irregularities were identified. A review of the manufacturing records did not show any evidence of a non-conformance during the manufacturing process. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported that a leak occurred during the priming for extracorporeal membrane oxygenation (ECMO) therapy. The leak was reportedly coming from the red stopcock and tubing on the ¿blood-out circuit short¿. The immediate action taken by the customer was to replace the xlung kit with a different one. Upon follow-up, it was confirmed there was no patient involvement. The leak did not result in any patient adverse effects or injury, and no medical intervention was required. No photos were provided of the leak. The sample was returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.